Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. At this time, it is unknown if these measurements were within normal limits or out of range. Additionally, it was reported that this rv lead exhibited possible noise or oversensing, and boston scientific technical services (ts) recommended troubleshooting to rule out lead impairment. No adverse patient effects were reported. This lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. At this time, it is unknown if these measurements were within normal limits or out of range. Additionally, it was reported that this rv lead exhibited possible noise or oversensing, and boston scientific technical services (ts) recommended troubleshooting to rule out lead impairment. No adverse patient effects were reported. This lead remains implanted and in service. Additional information received from the field indicates the recommended lead troubleshooting was completed. There was no reproducible noise, and the lead measurements remain stable. As such, the plan is to continue to monitor the patient.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.